Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects coming out due to clogging of the suction channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the root cause of the foreign material remaining in the device could not be determined. The event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): "IFU states the detection method in cf-ez1500dl/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.